Event description:
It was reported, that this right ventricular (rv) lead exhibited a lead safety switch, due to impedance measurements of greater than 2000 ohms. Then noise and oversensing were noted, on the rv channel after the lead safety switch. There was no pacing inhibition observed, as the patient was not pacemaker dependent. The device was reprogrammed. Further troubleshooting options were discussed with the health cared professional (hcp). No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).